Manufacturer narrative:
The tandem's x2 g5 user guide, fill the tubing without changing the cartridge, from the home screen tap options, tap down arrow, tap load, tap fill tubing and then follow the instructions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not fill the cannula during the load process. Customer's blood glucose (bg) level was 538 mg/dl and a correction bolus was delivered to correct bg. Tandem technical support educated the customer regarding the proper load process. An infusion set tubing change was performed and insulin deliveries were resumed.